Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product associated with the customer-reported complaint. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse performed verification, test drove, and the system was working properly.

Event description:
It was reported that during a da vinci-assisted prostatectomy radical extraperitoneal without lymphadenectomy surgical procedure, the customer observed that the system opened the instrument jaws and released tissue during a fault. The technical service engineer (tse) informed the customer that the universal surgical manipulators (usms) needed to be locked in place during the fault. The customer was able to recover the fault and was continuing with the surgical procedure. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: according to the robotics coordinator, the surgeon was able to recover the fault and continue with the surgical procedure. There was no additional information available.